Event description:
The lay/user pt called lifescan (lfs) on march 24, 2008 and alleged that her one touch ultra 2 meter was giving her inaccurate readings. The medical affairs specialist is classifying the complaint based on available info, as the pt could not be contacted by phone to obtain additional info. The pt reported, blood glucose results of 123 mg/dl with a lfs meter and 49 mg/dl on another meter, performed within greater than 30 mins of each other. The calculated difference of these glucose results cannot be considered valid, as the time elapsed between two tests exceeds lfs's criteria. According to the pt, the reported issue started in 2008 in the morning. He tested his blood sugar before breakfast on the reported lfs meter and received a reading of 123 mg/dl. The pt reported of developing shakiness and nervousness sometime before the issue. He went to the emergency room at around 11:00 am and received a reading of 49 mg/dl on the hospital's meter. He was treated with oral glucose at the emergency room. The customer service agent (csa) discovered that the pt was using incorrect technique to clean the puncture area. The csa also verified that the pt was using correct technique to test, the sample was drawn from an approved source, the unit of measurement was set correctly, and he was reading the meter right side up. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt alleged of receiving a higher blood glucose reading on the reported meter before breakfast and feeling shakiness and nervousness sometime before that. The pt further claimed he received a blood glucose reading of 49 mg/dl at around 11:00 am at the emergency room and was treated with oral glucose at the time of concern.